Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump booted up and then entered a blank display and would vibrate on repeat. Unable to perform the displacement test, sleep current test, active current test, and self-test due to blank display. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1, pcba 2, force sensor, motor, battery tube, or harness vibrator assembly. A test component was used to swap the pcb boards, and when the pcba 2 was swapped, the pump powered up properly. Blank display isolated to the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. Force sensor zero offset within specification (23.8 mv). The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), pillowing keypad overlay. Blank display was confirmed during analysis and problem was isolated to the pcba 2 using a test component. Pump failed to download history files and traces due to blank display. Cosmetic damage confirmed at the battery compartment. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 334 mg/dl at the time of the event the customer was treated with the insulin pump and manual injection. Troubleshooting was performed and it was also reported with the crack on the insulin pump and was verified that pump was utilized within 48 hours of the event along with no active automode feature. No further patient complications were reported. The customer discontinued using the device and the device was returned for analysis.